Event description:
It is reported that an attempt was made to direct stent a lesion located in the distal lm using a 3.5mm diameter x 24mm length endeavor sprint coronary stent. Vessel morphology was described as light, calcified and exhibiting 75% stenosis. It was reported that the physician deliberately bent the delivery catheter before insertion in an effort to advance the device around a tight bend distal to the lm. It is reported that resistance was encountered when advancing the stent to the target lesion and force was applied to the device, as it was moved rapidly in and out of the guide catheter. It is reported that the stent struts were caught on the guide catheter and the stent dislodged. The un-deployed stent was removed from the pt with a snare. The lesion was treated with a second endeavor sprint of the same size. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention required: evaluation; results: rapid movement of the stent in and our of the guide catheter. Excessive force applied. Stent dislodgement. The lesion was tight, calcified and exhibited 75% stenosis. Conclusion: the lesion was tight, calcified and exhibited 75% stenosis.